Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 28/50mm bipolar head. The following other hip devices were also listed in this report: unknown omnifit #7 stem; unknown 28 mm c-taper head; unknown 18 mm distal spacer; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Hip pain.